Manufacturer narrative:
No damage was noted on the keypad assembly. The insulin pump had unresponsive buttons due to an unlocked keypad connector noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the b button and the up arrow button on the insulin pump did not work. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.